Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a telemetry anomaly and a "spontaneous rate change from 50 to 70 twice."~~~~~